Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/segmental resection, for the third firing, the handle could not be squeezed. The customer tried several times, but the device could not fire so a new handle reload were taken out and used. There was no patient injury.